Event description:
On (B)(6) 2016, the subject programmer was observed to be frozen during a pacemaker check. Therefore, the programmer was forced to be unplugged and rebooted. It had frozen again when powered on. After re-unplugging the programmer, the pacemaker check could have been pursued successfully. The behaviour could not be reproduced at representative office despite repeating the same steps where the freeze of the subject programmer was observed. The software was upgraded successfully to 2.54j. After booting the programmer, it was not observed frozen anymore. Explanations are required.

Event description:
On (B)(6) 2016, the subject programmer was observed to be frozen during a pacemaker check. Therefore, the programmer was forced to be unplugged and rebooted. It had frozen again when powered on. After re-unplugging the programmer, the pacemaker check could have been pursued successfully. The behaviour could not be reproduced at representative office despite repeating the same steps where the freeze of the subject programmer was observed. The software was upgraded successfully to 2.54j. After booting the programmer, it was not observed frozen anymore. Explanations are required.